Event description:
It was reported that during a da vinci s surgical procedure, the surgical staff reported seeing the wires on the mega suturecut needle driver instrument snap when placed through the cuff. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument wires snapped was confirmed. One grip close cable is broken at the distal idlers pulley. Idler pulley spins freely but has damages on the edge and on the surface. Cable segment sticks out at wrist. The other grip cable was derailed due to lost of tension, but not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.